Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the pump alarmed motor error multiple times. In addition, the customer encountered high blood glucose between 300mg/dl-500mg/dl. Customer stated the alarm occurred during rewind and prime process. Customer was able to complete pump rewind. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No motor error alarm during our testing and the motor passed the motor test. The insulin pump communicated properly to test transmitter and glucose sensor simulator. The insulin pump cracked case at the display window corner, minor scratched and cracked display window.